Event description:
Ous MDR - it was reported that about 84 months after the implantation, atrial episodes were recorded in the ICD memory, as well as oversensing. The measurement values of the lead were ok. No worsening of the patient's state of health was reported. The device was returned for analysis.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was mol2, and 40-charge processes were registered. During a visual inspection, signs of abrasion were found at the housing edge of the ICD,which were confirmed by the observed damage to the lead insulation during the lead analysis. The memory content of the ICD was analyzed. The available iegms showed interference signals in the atrial and in the far-field channel. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's ability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. The production documents of the ICD were reviewed. All manufacturing steps had been carried out properly. There is no indication of a material defect or manufacturing error. In summary, the clinical observation could be confirmed during the analysis of the device memory data of the ICD. In the available icds, interference signals were detected in the atrial and the far-field channel. However, the ICD proved to be fully functional.